Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial report and the following additional information was obtained: system functionality was checked upon powering on the system, with no abnormalities. Customer used another light source and light cord to finish case with approximately 45 minutes delay. The illuminator has been returned and evaluated by the failure analysis team. The reported failure was replicated by failure analysis. The unit was installed on the test system, programed, board ID was checked, and the illuminator was found. Upon start up no errors showed up, but when trying to ignite the illuminator error 48245 showed up.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting illuminator shut down, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the illuminator to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the illuminator shut down. Reportedly, the customer replaced the lamp module; however, error 48245 persisted. A technical service engineer (tse) reviewed logs and error 48245 was indicating the illuminator lamp did not ignite. The tse advised the customer to hard power cycle the vision cart with no change. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.